Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once conclusions are available. (B)(4).

Event description:
A us customer reported discrepant flu b results for 3 patient samples. The samples, from three different patients, generated influenza b detected and influenza a and sars-cov-2 not detected results when testing with the cobas liat sars-cov-2/flu test, on cobas liat analyzer (B)(4). The customer stated that their state has not reported any flu b results so they had the patient samples retested on one of their other cobas liat analyzers and the results came back negative for all three targets (flu a, flu b, and sars-cov-2). The customer did not perform any confirmatory testing to determine actual result beyond testing between the two cobas liat analyzers. Results were reported out and there is no indication of harm.

Manufacturer narrative:
The cobas liat analyzer is being returned for further investigation. CAPA has been initiated and corrective/preventive measures will be implemented as appropriate. (B)(4).

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas¿ sars-cov-2 & influenza a/b test for use on the cobas¿ liat¿ system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas¿ sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available between april - june 2021. Consignees have been notified. (B)(4).